Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing tones from the device 16 times every 12 hours for about 3 days. There is also a concern voiced that the battery has not lasted as long as it should. It was also reported that there was a lead revision of this left ventricular pacing lead one day post implant to resolve diaphagmatic muscle stimulation.